Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead did not deliver required pacing. Additional information indicated that this lead was dislodged and verified under x-ray. No asystole was noted but high threshold measurements was observed through the device and a pacing system analyzer (psa). Subsequently, the lead was repositioned with success. No additional adverse patient effects were reported.